Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about three months ago, the consumer started using reach toothbrush unspecified, twice daily, for brushing teeth (route dental, lot number and expiration date unspecified). After an unspecified duration while brushing the teeth, about half an inch below the oval on the handle, the toothbrush broke in two pieces and the only rubber was holding it together. The consumer stated that the same issue occured to the last toothbrush when used. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 2214133-2013-00024. The manufacturer report number for the first product in this case is 2214133-2013-00023. This closes out this report unless other additional significant information is received.